Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a ventral hernia was performed on the patient using interrupted transfacial knots for mesh fixation. Post op day four dehiscence was observed and patient was taken back for repair on (B)(6) 2015. The surgeon was unsure whether the knots broke or unraveled. The reported product is intended on being sent in for investigation, no other samples are being returned.